Event description:
It was reported the powermax elite mdu hand control socket to insert blades melted. A back up device was available. No patient injury or complications were reported.

Manufacturer narrative:
The reported complaint of overheating and melting blade could not be confirmed. Product did not overheat during functional testing. At no time did mdu overheat or lock up. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.